Manufacturer narrative:
UDI number: na. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2019-00039.

Event description:
It was reported that two screw drivers broke while trying to loosen a cover plate that was final tightened. The cover plate was not loosened so remains installed. There were no reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned driver was examined. The tip was found to be fractured off. The cause is likely attributed to a failure of the device associated with improper seating of the driver within the mating screw. There were no manufacturing issues detected which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.

Event description:
It was reported that two screw drivers broke while trying to loosen a cover plate that was final tightened. The cover plate was not loosened so remains installed. There were no reported patient impacts. This is report two of two for this event.